Event description:
The product was used during a tah procedure. Reportedly, the suture broke. The surgeon was able to complete the procedure with the suture. The hosp has reported no pt injury occurred.